Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the text on the display screen was found to be dim, faded and discolored. The contrast setting was set at '7' and then increased to a maximum of '10' with little improvement observed. Unrelated to the complaint, the battery compartment was found to be cracked extending up from the primary seal through the finger pad. There was no power issues observed with the pump. There was no evidence of moisture damage found in the battery compartment. Unrelated to the complaint, all keypad buttons were found to be intermittently responsive and required multiple button presses before the keypad buttons would respond. The keypad cover was also found to be torn across the 'ok' button, exposing the button contact. The keypad cover was removed and contamination was found under the key contacts. The bolus button was also found to be unresponsive to button presses. There was no visible damage found on the bolus button cover and the button was fully seated. The bolus button cover was removed; contamination was found on the body of the bolus button, on the connector leads and inside the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).